Event description:
It was reported that the lead would not take the whisper wire. The wire would not pass through the lumen of the lead. The was not used and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.